Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump had been emitting ¿loss of prime¿ warnings and the patient¿s blood glucose (bg) had subsequently elevated to 500mg/dl with ketones, fatigue, and ¿not feeling well¿. The reporter stated that the cartridge had been changed for a previous ¿loss of prime¿, but the issue continued. During troubleshooting, the reporter confirmed that cartridges are filled with room temperature insulin and that cartridges are cycled prior to filling. The reporter was advised to change the cartridge to one from a different box and to contact animas if the issue continued. Customer technical support followed up with the reporter later the same day and the patient¿s bg had reportedly come down to 340mg/dl and the patient was feeling better. The reporter noted that the pump had not lost prime since the cartridge was changed again. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with recurring loss of primes.

Manufacturer narrative:
The cartridge has not been returned; a retain cartridge sample from the same lot has been evaluated by product analysis on 01/24/2014 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed; there were no leaks found from the luer connection, o-rings, or any other part of the cartridge. A fill test was performed with no issues observed. A force test was performed, and the cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.